Manufacturer narrative:
Continuation of d10: product ID: a71400, lot#serial#: unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Caller confirmed that the patient (pt) did not have any procedures other than a computed tomography (CT) scan during their hospitalization. Caller thought that the pt was being treated for pancreatitis but caller wasn't sure about that. The pt's device was helping his pain but pt can't use his stim due to persistent handset error so pt is having a return of pain. Caller did confirm they weren't able to interrogate the implantable neurostimulator (ins) with the tablet and were getting a message about therapy being turned off and that therapy was set to 0 and couldn't be provided, use lower settings in the future. Caller said they made about 5 attempts to interrogate the ins with the tablet with the same result. Technical services reviewed that they were still looking for the logs/reports that were sent in and didn't have any results to discuss at this time. Additional information was received from the patient. They reported that they were working with manufacturer representative (rep) with the issue they had on their back stimulator. Their back was not working since it would not turn on. Rep said to call patient services to get the results. Agent redirected patient to their healthcare provider (hcp) and rep. More information was received. Technical services (tss) spoke with caller and reviewed that there wasn't any further troubleshooting to be done and that ins replacement was being recommended. Tss sent warranty team information to caller. Caller was going to contact patient about next steps. Additional information was received from a manufacturer representative (rep). The rep reported that all logs were sent to technical services for engineers to analyze the data. They contacted rep today to update rep on the progress. They were not able to determine the reason for the '323 error' code but stated there was a malfunction/damage to the battery and it couldn't be fixed. They had stated that the only solution is battery replacement. Rep relayed the option to the patient and he was making an appointment with a doctor and rep to discuss battery replacement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was that the caller reports that the patient is getting a service code 323 that says therapy off, contact your clinician, therapy turned off automatically, cannot provide the requested therapy, if possible, reduce therapy settings before turning therapy on. The caller is able to switch between groups on the handset, but they can't turn anything up and it has zeroed out one of the groups completely. They also can't link up to the battery itself with the clinician tablet. The error code appeared about 2 weeks ago and the patient has already contacted patient services about it, but it is still happening. The patient was in the hospital for 3 days (released on (B)(6) 2026) but pt states no surgeries or medical tests were done. Only a CT scan was completed in the last few weeks. There are no reports of falls or trauma prior to this starting. They are reporting that since the error code started, they have noticed that are needing to charge daily instead of every 3 days. For example, the pt charged this morning from 0-100% in 2 hrs but was at 50% by this afternoon after ts had them connect to the wr. When connecting to the cp app, they were seeing message that stated that they needed to turn therapy down to 0. When the rep would press ok, they see the communication in progress go to 97-99 then stop communicating and kick them off the app. Tried to reset the ins via cp app, wr and that did not resolve the issue. They got a system error when it got to 99% and it said the system has encountered an unexpected error, contact medtronic and tap to restart the application. The representative tried resetting the recharging app, ctm and that did not resolve the issue. The issue was not resolved through troubleshooting. Agent redirected caller to hcit to collect all logs from cp app, could not collect that handset logs as rep didn't have laptop available to connect to. Caller noted that they had replaced the batteries in the communicator during call as they were starting to get so low, it was not reading it. No symptoms were reported.